Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While using the mics the pin fell out that allows the silver clip to lock the handle in position. Case type: tka. Provide more detail: the surgeon was attempting to reorient the handle at which time he was unable to lock it back in place and the pin fell out.

Manufacturer narrative:
Follow-up #1 and final report submitted to update manufacturer name, city and state, MFR site, date rec¿d by MFR, PMA/510k, if follow-up, what type and device evaluated by MFR based on the results of investigation. Reported event: it was reported that the locking latch of the mics handle broke. Product evaluation and results: "visual inspection: visual inspection revealed that the handle pivot latch dislocated from the handpiece. Dimensional inspection: dimensional inspection was not completed as visual and functional inspection clearly shows the failure of the device. Material analysis: material analysis was not completed as visual and functional inspection clearly shows the failure of the device. Functional inspection: functional inspection revealed that the handpiece handle could not become unlocked because the latch to unlock that function had dislocated." Product history review: review of the product history records indicate 25 devices were manufactured under lot: k0b1a and 25 devices including s/n: (B)(4) were accepted into final stock on 04/16/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n: 209063, lot number: k071c shows no additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
While using the mics the pin fell out that allows the silver clip to lock the handle in postion. Case type: tka. Provide more detail: the surgeon was attempting to reorient the handle at which time he was unable to lock it back in place and the pin fell out.